Event description:
Our son (B)(6) had his first magec rod put in his back (B)(6) 2016 and it broke in (B)(6) 2017 ((B)(6)). His second magec rod was put in (B)(6) 2017 and broke (B)(6) 2018. We told the dr that we did not want another magec rod.